Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen on the insulin pump went black and that the insulin pump gave a stuck button error. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is 180 mg/dl. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.